Event description:
The power module for trs was returned for repair. During service it was noted that the casing neck was broken and the electronic control unit was partially burnt. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, it was revealed that the housing was torn off, the casing neck was broken, and the enu was partially burnt. This was attributed to improper handling. The device was exchanged and the replacement sent to the customer on (B)(4) 2013. Placeholder.